Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the device was explanted due to a suspicious growth in the inner ear. The device was explanted on (B)(6), 2010 and the patient was reimplanted with a device from another manufacturer in the contralateral ear.